Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number is included in a field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report number: 1627487-2014-05109. The patient had two ipgs that were implanted on (B)(6) 2010. It was reported the patient had not recharged one of the ipgs as recommended. As a result, the ipg was unable to communicate with the charger and programmer. In turn, the ipg was explanted, replaced, and will not be returned to sjm. Stimulation was restored post op. Both ipgs are being reported because it is unk which device was explanted/replaced.